Manufacturer narrative:
Follow-up # 1 ¿ (07/21/2014).the lay user/patient¿s test strips and meter have been returned on 05/16/2014 and 07/10/2014 respectively, and evaluated by lifescan product analysis on 06/02/2014 and 07/16/2014 respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, a secondary issue was noted when the test strip enzyme was found to be contaminated with an unknown substance.the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
Device evaluation: the test strips have been returned and evaluated by lifescan product analysis on (B)(6) 2014 with the following findings: the inaccuracy issue could not be confirmed. The test strips involved with this complaint were found to have contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.